Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The medtronic field service engineer (se) evaluated the ventilator found the flag sensors were dirty which caused the ventilator to alarm. It was reported that while in use on a patient, the 760 ventilator shut down and completely stopped delivering breaths to the patient. The se cleaned the sensors which corrected the issue. The se replaced the exhalation solenoid during a 30k preventive maintenance performed testing which the ventilator passed per manufacturer¿s specifications. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that the product has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 760 ventilator shut down and completely stopped delivering breaths to the patient. The patient was removed from the ventilator and placed on an alternate ventilator without harm as the result of the event. Additionally, it was reported that when an attempt was made to restart the ventilator, the ventilator did not turn on.